Event description:
It was reported that the patient initially went to a doctor's appointment but went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. The pod cannula was midway inserted into the infusion site (abdomen) and folded over. The pod was also leaking insulin from the infusion site. Symptoms reported include weakness, nausea, extreme exhaustion, sweating, elevated heart rate, glucose levels and blood pressure. The patient was treated with manual injections of insulin and aspirin to help treat the high blood pressure. The patient was discharged on the same day. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.